Event description:
It was reported an infection was present at the lead insertion site. Patient was treated oral antibiotics. Surgical intervention was undertaken wherein the system was explanted at an unknown date.

Manufacturer narrative:
B3: date of event is estimated. Section d6b: date of explant is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.